Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to the clinic, decreased sensing amplitude and no capture were observed on the ventricular channel. A chest x-ray revealed the lead had dislodged. The patient returned the next day for a lead revision and the lead was repositioned. The patient tolerated the procedure and no adverse consequences were detected.